Event description:
The device was used during an unspecifed procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not rec'd for eval.